Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, the silicone retention tubing of an omnispan fastener came off of the inserter needle and fell into the patient&apos;s joint space. The tubing was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. Our rep states that the surgeon over penetrated the miniscus with the fastener while deploying it. Complaint device discarded at user facility.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Outside of attributing the issue to "over penetration" during deployment; a user technique issue, we cannot discern any other root cause for the event. At this point in time, no corrective or further action is warranted. However, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.